Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial lead was explanted and replaced due to dislodgement and loss of capture, confirmed with chest x-ray. This lead had no slack as well. This issue possibly occurred as the device migrated down through the very superficial pocket that was created and settled in the patient's right breast, which may have pulled back this lead. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.